Event description:
A customer reported an issue with the pump display involving a pixel problem that manifested as white "snowflakes" on the screen, impacting the customer's ability to interact with the device. There was no information available on the customer's blood glucose level at the time of the event. The pump was replaced under warranty, and the customer was informed of the replacement process. Instructions were provided for returning the problematic pump, although the customer did not disclose what backup therapy would be used to maintain insulin delivery.